Manufacturer narrative:
The serial number of cobas a is (B)(6). The serial number of cobas b is (B)(6). The reagent lot number is 750634. The expiration date was not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable roche diagnostics cobas elecsys anti-tpo results from one patient sample tested on two cobas e 801 analytical units: (cobas a and cobas b). The initial reporter was performing a multi-instrument correlation study. They stated that it is unknown if questionable results were reported outside of the laboratory since the instrument correlation study failed. Sample 1 the initial result from cobas a was 9.00 iu/ml with a data flag. The repeat result from cobas b was 14.8 iu/ml. Sample 2 the initial result from cobas a was 9.00 iu/ml with a data flag. The repeat result from cobas b was 23.4 iu/ml. The reporter was unsure which result was deemed correct.

Manufacturer narrative:
For cobas a with serial number (B)(6): the investigation reviewed the calibration performed on (B)(6) 2024 and the qc data. The results were within specifications. The investigation reviewed the alarm trace. There were "abnormal aspiration (r1)" and "abnormal mc condition" alarms in the trace. The field service engineer (fse) inspected the analyzer and could not determine the cause of the event. The customer performed a 21-cup precision test and a three-instrument method comparison test with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions verified the analyzer's performance. For cobas b with serial number (B)(6): the investigation reviewed the calibration performed on (B)(6) 2024 and the qc data. The results were within specifications. The investigation reviewed the alarm trace. There were no issues noted. The field service engineer (fse) inspected the analyzer and could not determine the cause of the event. The customer performed a 21-cup precision test and a three-instrument method comparison test with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions verified the analyzer's performance.